Manufacturer narrative:
The device has not been returned to olympus for evaluation. It was explained to the customer the forceps/irrigation plug (isolated type) is not originally used for visera hysterovideoscope. In addition, the forceps/irrigation plug (isolated type) may cause infection if used without being decomposed. The dealer will explain to the facility how to thoroughly use the correct combination, how to disassemble, and cleaning, disinfection and sterilization (cds) of the devices involved. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. The following medwatch reports are related: patient identifiers (B)(6), (maj-891) and (B)(6), (hyf-v, this complaint).

Event description:
An olympus representative reported to olympus, on behalf of the customer, there was an inquiry regarding the cleaning method of the forceps/irrigation plug (isolated type) while connected to visera hysterovideoscope. The forceps/irrigation plug (isolated type) had been subjected to cleaning, disinfection and sterilization (cds) without being disassembled, therefore was rusty inside. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely root cause is human error related to reprocessing issue (improper disassembly before reprocessing). The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 7 procedures for cleaning, disinfecting, and sterilization. 28 t-tube (insulated) maj-891: 7.3 disassembly of t-tube (insulated type): always disassemble and clean, disinfect or sterilize. There is a risk that it will not be completely disinfected or sterilized.¿ olympus will continue to monitor field performance for this device.